Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator sent out a battery performance alert. No interventions were reported. The patient status was not reported.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) also exhibited premature battery depletion and the ICD was explanted and replaced. Patient condition was stable.